Event description:
In the process of coordinating generator replacement surgery prior to end of service, MFR was notified that pt had passed away. The pt's generator was not replaced prior to their death. Device diagnostic testing at last office visit (12/2001) was within normal limits, indicating proper device function at that time. Physician planned to see the pt again in 3/2002 and refer pt to neurosurgeon for generator replacement at that time. Attempts to contact the pt on within 3 days in 02/2002 were unsuccessful and the pt did not keep their appointment with the physician on 03/2002. It was later discovered that the pt had passed away. Exact date and cause of death are unknown at this time. The pt was reportedly receiving vns therapy at the time of death. The physician indicated that the relationship between the cause of death and the ncp system is unknown at this time. It is unknown at the time whether an autopsy was performed. Attempts to obtain add'l info have been unsuccessful to date.